Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. Product was returned in damaged condition as the patient cable was cut off and missing. Visual inspection found no issues on the pump. The pump run test was unable to be performed due to missing patient cable. As the patient coded and the low flow occurred afterward, the root cause of low flow was most likely due to patient condition.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in h1.

Event description:
The user facility reported a 79-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella had had an immediate loss of flow to 0.1 occur. The patient coded, return of spontaneous circulation was not achieved and the patient subsequently expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.